Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using a new lab reservoirs. The infusion set was found occluded at the p cap connection section. Reliability analysis was unable to confirm that the customer received infusion set occluded due to customer returning an opened/used product. The visual inspection was performed and found that the infusion set had a bent cannula. Reliability analysis was unable to confirm the customer received the infusion set damaged due to product being returned opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 240 mg/dl. Customer treated their blood glucose levels via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with performing a fixed prime and insulin exited the tubing. Customer advised they had a bent cannula. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.